Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer alleges the chair is not driving right side and removed motor cap and see brush spark but not sure of making proper contact.